Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clip dropped from the jaw, during the procedure. Then the applier jammed and the jaw cannot be closed completely.